Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) oversensing, and unexpected delivery of a ventricular tachyarrythmia therapy. A right ventricular lead integrity warning occurred on (B)(6) 2016 for sensing integrity counter greater than 30 in three days and two or more high rate non-sustained tachycardia episodes. T-wave oversensing (twos) was identified in ventricular tachycardia-nonsustained and ventricular fibrillation (vf) episode leading to inappropriate shock.

Event description:
It was reported the patient received an inappropriate shock and there was intermittent r wave double counting/oversensing. It was further reported there was atrial undersensing. Reprogramming of the ventricular lead was performed. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis however performance data collected from the device was received and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), oversensing associated with the right ventricular lead, and indicated the unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
Additional information received reported a lead alert occurred and there was an increase in right ventricular (rv) lead impedance and sensing integrity counter (sic) and farfield p wave oversensing was observed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.